Manufacturer narrative:
The device was returned to olympus for inspection and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be established and the foreign material could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had foreign material (corrosion) on the distal end. The issue was found during service/maintenance of the device. There was no patient involvement.